Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ defibrillator is experiencing intermittent fault with the ECG on both leads and pads. There was no reported patient involvement.